Manufacturer narrative:
Eval, method and results: no product will be returned for eval.

Event description:
On (B)(6) 2011, the patient reported experiencing elevated blood glucose of 200 mg/dl while using the infusion sets. She noticed the adhesive of the infusion set headset would become wet during use. She used the insertion device to insert the headset. She did not notice bent headset cannulas. The patient did not require treatment from a health care professional or second party to address the issue. The patient was sent sample infusion sets. The alleged product was discarded. No product will be returned for eval.